Manufacturer narrative:
The cause of hemorrhagic shock was because of the patient's inability to achieve hemostasis at the access site due to the high dose of heparin that was administered at 50iu/ml and the repositioning sheath not reaching the femoral artery due to patient's thick adipose tissue.

Manufacturer narrative:
The impella lp 2.5 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) year old japanese male had impella lp 2.5 pump inserted in the left femoral for high risk percutaneous coronary intervention (hrpci) with three (3) branch lesions. At night, bleeding occurred from the site which a vascular access catheter was inserted and the patient condition changed emergently to hemorrhagic shock. As treatment, ten (10) units of rbc and three (3) units of fresh frozen plasma (ffp) was administered along with manual compression to help.